Event description:
I had received eye contacts from ttdeye that had tears in the contact upon opening them. I have asked for a refund since october of 2025 and they have stopped contacting me even after sending them the photos of proof. The tear is bad that it could have cut my eye and caused damage to my eye. I put the contact in my eye and felt it uncomfortable and noticed the rip in it. Refer to additional documents in i2k.